Event description:
It was reported that the ilet user observed a glucose decrease after a shower, with glucose measured at 230 mg/dl after coffee without a meal announcement, then decreasing to 95 mg/dl post-shower and later to 74 mg/dl. Symptoms included hyperglycemia. Outcomes included an alert for low glucose without a reading below 70 mg/dl and no medical intervention or no healthcare utilization. Investigation included troubleshooting and education on meal announcements and target glucose ranges. Investigation of this case revealed a missed meal announcement contributing to postprandial hyperglycemia followed by a return toward target, with device function not indicative of malfunction. It was concluded, based on previously established findings for similar reports, that user handling related to missed meal announcement was the likely cause.